Event description:
It was reported that the device had no picture, just stayed black even looking without camera head. No significant delay or patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device had no picture. A visual inspection was performed and showed the scope to have distal tip and fiber damage, a cracked negative lens, and a bent outertube with internal cracked lenses. This damage is caused by contact with another source. No manufacturing related defects were observed. Device returned for evaluation. Device evaluated by the manufacturer.